Event description:
The pt was at home and had lifted a niece or nephew over head and then started to feel ill. The pt contacted the hosp and reported a decrease in blood pressure and pump flows as well as an acute onset of nausea and dizziness. The pt was transported to the emergency room where a chest x-ray illustrated a displacement of the lvad from the apical sewing ring. The inlet cannula from the lvad had disconnected from the apical sewing ring/left ventricle. The pt was bleeding. The pt was brought to surgery, placed on bypass, the lvad was turned off, the chest was opened and the inlet cannula was reconnected to the apical sewing ring/left ventricle using tie bands and heavy ligatures/sutures. The pt remains ongoing on lvad support at this time.